Event description:
It was reported that, "dr (B)(6) was inserting unilif cage and the threads broke on the distal tip of inner shaft. No add'l procedure time was needed. Surgery was still completed w/o any complications."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.